Event description:
Pt was using a comfort flow humidification system. Alarm sounded during use, tubing seemed to be very warm to touch and to be pinched at midway. Device use discontinued. Pt noted to have hive like area on both thighs, left mid chest and pink areas of skin near diaper ends. Over the afternoon the chest area and diaper area faded but each thigh appeared to have a fluid filled blister. Later inspection of the device revealed. Disconnection of tubing at the elbow to the concha-column. Heating wire extruded through the plastic tubing at pinched area.